Event description:
Related manufacturer reference number: 2017865-2021-38862. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was cardiopulmonary arrest, multisystem organ failure, and septic shock. No additional information was available.

Manufacturer narrative:
Additional information: device not returning update to h6 codes.

Event description:
New information notes device will not be returned.